Event description:
Pt in operating room for gastric bypass surgery. A single use laparoscopic harmonic ace was obtained. When surgeon went to use equipment the machine it attaches to give a warning that equipment needed to be tightened. Several attempts were made to tighten equipment. Equipment removed with new equipment obtained. Surgery continued without incident. FDA safety report ID# (B)(4).